Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative contacted boston scientific's technical services. The field clinical representative reported that this patient had received shock therapy while sleeping and the physician asked for evaluation of the episode. The patient's device history was significant for an implant procedure approximately 10-days prior to recording of an untreated and treated episode. The device's sense vector at the time of shock therapy was programmed to secondary at 1x gain. The field clinical representative was informed about the possibility of a slightly loosened set screw or damaged seal plug. Boston scientific received information from the field clinical representative that the sense vector was reprogrammed to primary. The available information suggests that this device and electrode remain in-service.